Event description:
On the report on section b5 of user facility medwatch report is entered: see attachment "event two". On the referred to attachment is noted the following: "the crew immediately attempted to tcp the pt but the monitor kept reading ECG leads off."

Manufacturer narrative:
Conclusions #72: the local factory service representative examined the devices and quik-combo module and observed no discrepancy reasonbly related to the reported event. Unrelated device repairs will be completed. The reporter speculated the report may have been the reault of an inappropriate unlatching of the devices. The facility requested and will be provided with an optional defibrillator latch locking kit and recent design devices carrying case.